Manufacturer narrative:
October 06, 2015 01:21 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system 4.3mm cutting cylinder of the punch never deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.